Event description:
Malfunction at the level of the automatic button (a). Received customer correspondence which further clarified the incident. In this case, three unsuccessful biopsy attempts were made. Since the biopsy was unsuccessful, the pt had to re-schedule the procedure.